Event description:
Device malfunction: failure to recover embolic protection device with rc2. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the recovery catheter 2 (rc2) was unable to pass through the stent to recover the embolic protection device, possibly due to the pt's anatomy. The device was removed without tissue. Recovery catheter 1 (rc1) was inserted, crossed the stent, and successfully captured the embolic protection device. There were no reported adverse pt effects. One day post procedure, the pt was discharged to home. Although requested, no additional info was provided.

Manufacturer narrative:
Study event. The customer reported the device is to be returned. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with any relevant info.